Event description:
In 2009, physio-control received a copy of a medwatch report form submitted by the customer in the same month. The medwatch report indicated that while using the device to pace a pt the screen went blank, but when the "on" button was pressed the pacer came back on, indicating a possible loss of device power. The pt was not resuscitated.

Manufacturer narrative:
The device has not been returned to physio-control for eval, and after several subsequent attempts to contact the customer, no response appears to be forthcoming. The root cause for the reported failure cannot be determined.